Event description:
It was reported that preloaded monofocal intraocular lens(iol) had a defect in a case that was used today. The patient recovered from surgery, and the lens was fully inserted, but the issue was that the lens would not unfurl in the eye. It is unknown if there was any injury, surgical or medical interventions required. Product is available for evaluation. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown/ asked but not available. Section d6b: if explanted, give date: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.